Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection. A new cardiac resynchronization therapy pacemaker (crt-p) system was implanted four days later. No further patient complications have been reported as a result of this event.